Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. No unexpected critical pump error alarm noted. However, device received with high sleep current due to moisture damage on electronics assembly. Device received with cracked retainer, and cracked case at battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated that insulin pump had crack and had been in contact with water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.